Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent: posterior t9 to pelvis with t9-t12, l1-5, s1 and s2 iliac screw fixation, posterior and posterolateral arthrodesis t9-t12, t12-l1 and l1-s1 and placement of 24 bone fusion devices. One fusion device equal 5 cubic centimeters. Twelve bone fusion devices of vitoss ba used, also twelve bone fusion devices used. Also augmented with bmp due to increased pseudoarthrosis rate with log deformity reconstructions. Bilateral iliac crest bone marrow aspirate transplantation, right sided l2-3 laminotomy/foraminotomy. Preoperative diagnosis: symptomatic stenosis, l2-3 and l5-s1, with spondylolisthesis, degeneration and scoliosis. Per-op notes:" then, appropriate compression was applied to load interbody grafts that were previously placed at l2-s1 to maintain good sagittal and coronal balance. Final tightening was done." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.